Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device gave a "no disposable attached" error message. As a result, the patient was without pain medication for several hours until a new cassette was compounded, delivered, connected and therapy resumed. There was no other patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.